Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient receiving gablofen (baclofen) with an unknown dose and concentration via an implantable pump for intractable spasticity and cerebral palsy. It was reported on (B)(6) 2017 patient had minor intrathecal baclofen (itb) withdrawal symptoms. After the dye study showed the catheter could not be aspirated, the healthcare professional decided to revise the catheter. It was unknown what factors may have caused, contributed, or led to the issue. No diagnostics or troubleshooting was performed. It was noted that the pump segment was replaced. It was noted that surgical intervention did occur. The pump segment was damaged and replaced with an 8578. The rest of the catheter remained implanted. It was also noted that since the healthcare professional was in the pocket, they decided to upgrade the size of the pump from a 20ml to a 40ml. The issue was resolved at the time of the report, and patient's status was alive-no injury. No further complications were reported/anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from manufacturer representative on 2017-apr-04 reported the 20ml pump was removed without any know issues. The 40ml pump was implanted to extend refill dates. The pump was not collected due to the fact there were no current issues. The hospital ordered disposal of the pump. No further complications were reported/anticipated.